Event description:
During matrix smartlock surgery, although the surgeon inserted the locking screw in plate screw hole, screw was not locked in the screw hole of plate. Therefore, the surgeon changed the locking screw to another same size screw and completed the operation.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the visual investigation shows that the reported event could not be confirmed. At the screw head there are no signs of use (insertion/locking) visible. Furthermore, on the dents at the locking thread are not indications for signs of use (inserting/locking) of the screw. The locking function of the complained screw was inspected. It was possible to lock the complained screw to a sample plate. Therefore no failure mode and no root cause can be identified. During the investigation no indication was found for any systematic, material or manufacturing related issue. Therefore no corrective and/or preventive actions are deemed necessary at this time.

Event description:
During matrix smartlock surgery, although the surgeon inserted the locking screw in plate screw hole, screw was not locked in the screw hole of plate. Therefore the surgeon changed the locking screw to another same size screw and completed the operation.